Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 107mg/dl. The customer mentioned that when she reverts to back up plan, her glucose level was very high and she has to be off the insulin pump for a few days because the long lasting acting insulin. The caller also mentioned that insulin squirted out during the manual prime process. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. A scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads noted.